Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred and customer was unable to clear the alarm. Customer's blood glucose was 150 mg/dl. Customer reverted to using manual injections for insulin therapy.